Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient reported that pus has been secreting from the stoma for a month, he has taken unknown oral antibiotics with no results. Patient has scheduled a visit with a duodopa nurse to determine what should be done to the stoma.